Manufacturer narrative:
Other, other text: additional information received via email on 19-oct-2020 there was no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given delivery testing; this showed the device met with delivery specifications. No device problems were identified.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed accuracy (-9.70%). No adverse effects were reported.